Manufacturer narrative:
Issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On 19th august, 2020 getinge became aware of an issue with one of surgical lights. As it was stated, the rust occurred on the screws. There was no injury reported, however, we decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may lead to contamination.

Manufacturer narrative:
The issue is being investigated by the manufacturer.

Event description:
(B)(6).

Manufacturer narrative:
Getinge became aware of an issue with one of the surgical lights powerled. The investigation was performed for oxidation that has been detected between the fork, and under the sleeve of the spring arm. During investigation, it was confirmed that device was not performing according to the manufacturer¿s specification and the device state contributed to the reported event. We have not received information whether the device was being used for patient treatment at the time when the issue occurred. There was no injury reported, however, we decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may lead to the contamination. Concentration of chemical products and the stagnation of cleaning agent residues on the disinfected surfaces are the main factors leading to the deterioration of surfaces. To prevent any incident the user manual IFU 01581/01601 ed.9 mentions to perform daily inspections in order to detect paint defects, impact marks or other damages. The issue is indicated by our product experts likely to be caused by the customer not following cleaning protocol. The manufacturer recommends to perform corrective maintenance to rectify the default after its detection. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to the serious injury or worse, to our knowledge. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).